Event description:
While reviewing programming history found in the manufacturer's programming history database for the patient it was found that a computer software error likely had occurred. It was observed that the patient came into an appointment on (B)(6) 2009 with unintentionally programmed settings that would indicate an incomplete diagnostic test. The patient left the previous appointment on (B)(6) 2009 programmed to proper settings confirmed by a final interrogation. It is unclear if the settings were the result of an incomplete diagnostic or they were intentionally programed to those settings but an incomplete diagnostic is suspected.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.